Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014 one 2.5x15 mm xience prime stent was implanted in the mid left anterior descending (lad) coronary artery and two xience prime stents, sizes 2.5x15 and 2.75x18 mm, were implanted in the proximal left circumflex (lcx) coronary artery. On (B)(6) 2018 the patient had chest tightness and chest pain classified as unstable angina. The patient was observed in the hospital for eight days until the condition resolved on (B)(6) 2018 and the patient was discharged home. No additional information was provided.